Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The review of provided data confirmed the reported asynchronous pacing due to minute ventilation electromagnetic interferences (mv emi). Based on the in-depth analysis of provided files it can be hypothesized that the observed issue of asynchronous pacing most likely is related to a combination of electrode polarization (at lead and/or can level) and parasitic current paths inside the device (within specification, not due to an anomaly) which may create the conditions to trigger the mv emi detectors. No general malfunction is suspected on the subject device, and if mv sensor is programmed to off the issue won¿t be present. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the patient is programmed vvir with mv+g sensor. The markers indicate vn. Stimulation at the basic rate. Is it the same procedure as case c-3700? So patient on vvir with g-sensor alone and no explanation of the pacemaker is necessary?